Event description:
During a coronary artery drug eluting stenting procedure stent strut damage occurred. The index procedure treated a calcified lesion in the left anterior descending (lad) artery. The physician pre-dilated the lesion prior to attempting to place a taxus express2 8.8% 2.75x20mm drug eluting stent. For unk reasons, the physician withdrew the taxus stent and delivery system from the pt. Visual inspection indicated that the struts were flared. The physician placed another stent in the target lesion site. There were no pt complications reported. The pt condition is listed as ok.